Manufacturer narrative:
Gtin: (B)(4). The device manufacture date is not known. Alleged failure: procare specialist (B)(4) reported that doctor (B)(6) was using a formula shaver and that the tip got really hot and burned the patient. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be excessive force applied to the cutter/burr by the user with poor or no suction during use. Excessive force may cause friction due to bur shaft assembly and housing assembly interaction. Tissue blocking the suction pathway would prevent hot fluid from being removed from the joint. Poor arthroscopy pump suction. Additionally, during arthroscopic procedures, it is common to use an rf energy wand. Inherent to use of an rf probe is the risk of potential superficial patient burns due to the heat generated from the rf output. Therefore use of the rf probe can also be considered a possible root cause as well. Furthermore, a faulty third party formula cable may lead to unideal power input which could cause the shaver to run outside of expected specifications. The product was returned for investigation and the failure mode was not confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the device burned the patient.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that the device burned the patient.